Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, it was discovered that the locking nut was broken on the trunk cable connector. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the locking nut was broken on the trunk cable connector. The root cause for the broken locking nut cannot be positively determined but is likely physical abuse. No adverse event resulted from the broken locking nut. The last pt to use this electrode belt did not report any problem.